Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). Arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a patient of unknown age and gender in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was bleeding reported at the access site. Manual pressure was held. A cat scan revealed that the artery had been damaged when the impella sheath was sutured in place, the bleeding was not at the impella insertion site. The issue resolved with manual pressure. The patient remains on support and is reported to be stable.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage - peripheral vessel issue was use related to improper technique. D6b added h6 code 1884 and 4755 were reported incorrectly on manufacturer device report 1220648-2024-12873. New code was added to component code.